Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose level was unknown. Customer started getting weird message on insulin pump saying button pressed longer than 3 minutes button stuck it. Customer reported that they did not press a button down for 3 minutes or longer. Customer reported that the insulin pump not exposed to a change in altitude. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, missing display window cover and faded serial number label. The p-cap locks properly into place.